Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited angulation was locked. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that during device handling by the user, up angle coil inside the control section was deformed, which led to occurrence of angulation was locked. The event can be detected by following the instructions for use which state: inspection of the bending mechanism olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited image became black during angulation. There were no reports of patient involvement

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.